Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when making setting changes via the nav-ring settings jump up and down. Reportedly, customer stated that the oxygen (o2) was fluctuating on the screen. Customer unsure if that was when they were making setting changes or the actual value was fluctuating. Customer does not know if unit was providing any alarms, or if it should have. The customer reported that the device was in use at the time the reported problem was discovered; but there was no patient harm.